Event description:
The complainant reported additional information upon request: "no device is not available."

Manufacturer narrative:
B5, d4 (UDI), and h6 updated. The investigation is still ongoing.

Manufacturer narrative:
D4 revised.

Event description:
A 47-year-old female was admitted for cardiac surgery. Following bypass and valve surgery, the patient stayed unstable in post-cardiotomy cardiogenic shock including a brief episode of cardiac arrest so an impella cp was placed. During support, the patient suffered several episodes of supraventricular tachycardia which could be secondary to the patients cardiac arrest. After 4 days of support, the patient was successfully weaned and the pump removed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.